Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The endoscope roll axis was not smooth. The error was replicated on another universal surgical manipulator (usm) with the endoscope. The customer was advised to replace the endoscope to resolve the issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the customer indicated that after they recovered the error 23003, the fault reoccurred. Reportedly, the customer was attempting to change the endoscope angle, and the image became upside down with error 23003. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer was rebooting the system. After the power cycle, the system was powered on normally and the image became normal. The tse had the customer check the friction on the endoscope roll axis by manually rotating the endoscope roll, and they could not find any issue with the roll axis. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. The customer was able to continue the procedure using the same endoscope (sn: 10098169). The endoscope and endoscope¿s adapter was still attached. The indication of the image orientation was provided to the user via user interface. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The surgeon confirmed desired orientation when the endoscope was installed. The instrument would not be returned.